Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopy with lobectomy (left) procedure while being applied to the bronchus, there were malformed staples and staple line was not straight. There were staples in the central and distal rows and malformed staples that remained on cartridge and anvil after firing was completed. There were staples that did not fire in the innermost and outermost rows because they did not make contact with the anvil. It passed a leak test so there was nothing done to correct the issue. All other reloads fired correctly, without complication. No patient injury has been noted. There was no harm to the patient.